Event description:
It was alleged that during use on a patient the accuslide did not open and the pump did not alarm for about 30 minutes. It was noted that the patient was hemodynamically unstable and received a bolus of albumin. There was no resultant patient consequence.